Manufacturer narrative:
The customer reported that all of the central nurse's stations (cns) and remote network stations (rns) displayed communication loss with all the devices they were monitoring. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Suspect medical device: the following devices were being used in conjunction with the cns. A/rns-9703-024: serial number: (B)(4). Org: no model and serial number was provided. Gz devices: no model and serial numbers were provided. Bsms: no model and serial numbers were provided.

Event description:
The customer reported that all of the central nurse's stations (cns) and remote network stations (rns) displayed communication loss with all the devices they were monitoring. No patient harm reported.

Event description:
The customer reported that all the monitored devices displayed comm loss at all the central nurse's stations (cns) and remote network stations (rns) they were being monitoring on.

Manufacturer narrative:
Details of complaint: the customer reported that all the monitored devices displayed comm loss at all the central nurse's stations (cns) and remote network stations (rns) they were being monitoring on. The facility's it department confirmed a "media disconnected" error message on the server due to a spontaneous system reboot. No patient harm or injury was reported. Service requested / performed: evaluation and repair. Investigation summary: the root cause is determined to be environment (facility network) and man (user error). The system experienced an ungraceful exit and the network needed to be rebooted. Because most network and comm loss issues are due to hospital network settings, connection errors, or other use errors, issues of this type are unlikely to be caused by a device malfunction and, thus, do not warrant a corrective action. Due to the complex nature of hospital network systems, these issues may recur despite correctly functioning equipment.